Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. At the conclusion of the procedure a type ia endoleak was observed. The physician attempted to balloon at the level of the sealing rings, however, the endoleak persisted. It was decided to conclude the procedure and monitor the patient. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the proximal loss of seal was found to be anatomy related, due to the conical, angulated aortic neck. Procedure-related harms could not be determined due to the lack of medical records surrounding the event. There have been no further reports of negative patient sequelae. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. ).